Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a hemostatic valve separation issue occurred. It was reported that during the ablation procedure, blood leakage was observed from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - large after insertion of the dilator. No visible damage/deformation of the sheath was observed; however, it is believed the hemostatic valve failed after the dilator was introduced. No air entered to the patient¿s body. The sheath was replaced, and the issue was resolved. Procedure continued without further issues. No patient consequences were reported. This event is being conservatively reported as ¿hemostatic valve separation¿ as it is most likely the hemostatic valve was compromised which to blood leakage. Further investigation be performed if the product is received for analysis. Should more information become available, it will be reviewed and processed accordingly. Since there¿s no indication that the patient¿s hemodynamics was compromised due to the issue experienced or that any medical/surgical intervention was required to stop the bleeding, this event is not being considered a serious patient event but as a product malfunction. On 3/27/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found that the hemostatic valve is dislodged. The returned product condition was reviewed and assessed as an MDR reportable malfunction for the hemostatic valve separation (dislodgement).

Manufacturer narrative:
On 5/29/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a hemostatic valve separation issue occurred. It was reported that during the ablation procedure, blood leakage was observed from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - large after insertion of the dilator. No visible damage/deformation of the sheath was observed; however, it is believed the hemostatic valve failed after the dilator was introduced. No air entered to the patient¿s body. The sheath was replaced, and the issue was resolved. Procedure continued without further issues. No patient consequences were reported. Device evaluation details: a visual inspection was performed and it was found hemostatic valve is dislodged, a second closer inspection was performed and it was found that the hemostatic valve is folded inside the hub of the device .the folded condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).